Manufacturer narrative:
The subject device was received and evaluated. A comprehensive leakage check was completed, the instrument was confirmed to be leaking form the biopsy channel. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault: angulation control knob feels too stiff. The up/down angle, the right angle failed inspection. Angulation is lower than standard. The customer reported issue was confirmed. In addition, further inspection found foreign debris protruding from the air/water nozzle (reportable malfunction). A blockage was identified protruding from the air / water nozzle, which described, appears to be a white fibrous material. Additionally, the following defects were observed: light guide lens has chip, the lens glue has worn, objective lens has worn, the a-rubber glue has lift, hole was observed on switch 1 and the probe unit was found loose. The water removal is out of specifications and color ring worn at aspiration housing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported of an issue with a description of angulation wheel broken. No issues or concerns, no clinical impact from procedure. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign debris protruding from the air/water nozzle. This report is being submitted for foreign debris found on the device nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The specific root cause of the reported event cannot be conclusively determined. Based on the results of the investigation, the cause of foreign material was likely from one of the following: 1. While brushing the air/water valve, the brush broke and bristles entered in the air/water nozzle. 2. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "preparing the equipment for reprocessing; -all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). -check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels -the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.